Event description:
It was reported that the patient experienced increased foot pain. Multiple attempts were made to obtain additional information regarding the nature of the issue, but its cause remains unknown. The patient was hospitalized and remains under medical supervision.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.